Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with monarc subfascial hammock on (B)(6) 2005, with the intention of treating her stress urinary incontinence. It was alleged, the plaintiff suffered severe and permanent bodily injuries, mental and physical pain and suffering. Plaintiff has undergone extensive medical treatment, including, but not limited to, operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.